Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, determined that there was a delay in data crossover. A technical support specialist (tss) dialed into the server and confirmed through data sync logs that orders were applying to the station in real time. Further verification with the integration engineer confirmed that the test patient was not being sent from epic to cce, and that carefusion coordination engine (cce) had no rule to intercept the zz test patient. It was determined that epic was likely muting admit messages for test patients in the production environment due to interface engine rules. The customer was advised to contact epic support with the visit and patient details to review and update the interface configuration. Tss closed the case, as resolution was dependent on epic support. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient information was not crossing over to pyxis for medication dispensing, which located on (B)(6). The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.